Manufacturer narrative:
(B)(4). This model currently is not sold in the USA. (Exemption number e2015036).

Event description:
Pentax europe (B)(4) became aware of a report on 08/18/2016 stating a hygiene concern from a facility in (B)(6). Pentax europe (B)(4) contacted the customer on 08/22/2016 and was informed the event was related to a contaminated water bottle assembly (pentax model os-h4). The report also stated no patients have been harmed or injured as a result of this event. The investigation performed by pentax europe (B)(4) concluded the facility did not properly reprocess the water bottle assembly. Pentax europe (B)(4) and an external hygiene tester informed the customer on how to properly reprocess the water bottle assembly. No further reports have been received from the facility in regards to this device.

Manufacturer narrative:
(B)(4) exemption number e2015036.

Event description:
A device history review could not be performed since a lot number was not provided. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.